Event description:
The medwatch report stated: the patient had been admitted from an outside hospital due to a subarachnoid hemorrhage. She had a ventriculoperitoneal (vp) shunt placed due to increasing hydrocephalus. Post placement, the patient's ventricles continued to increase in size (visualized by serial CT scans) and she experienced mental status changes. On tapping the shunt, the proximal catheter worked well. However, the distal runoff was sluggish. The decision was made to take the patient back to the operating room for vp shunt revision. The shunt valve was clotted and was returned to the manufacturer.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.